Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header revealed a hole in the right ventricular (rv) tip seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A series of electrical tests was performed, and normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and no further analysis was performed. The holes in the seal plugs can contribute to noise and oversensing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensing of noise. Oversensing led to pacing inhibition with greater than two seconds of asystole. In addition, there were inappropriate shocks and anti-tachycardia pacing (atp) delivered. However therapy was not exhausted. Boston scientific technical services (ts) suspected that the seal plugs were cored out. This device was explanted. No additional adverse patient effects were reported.